Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection. It was observed that the tissue pad was worn and partially missing. The returned detached piece matched the missing section of the tissue pad. The reported event was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was intensively worn, partially peeled off. 2. The tissue pad fell off because the pad added pulling load. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that at the end of laparoscopic salpingo-oophorectomy procedure, either the tissue pad or probe of this ultrasonic surgical device fell into the patient's body. The part that fell off was retrieved using forceps. As it was at the end of the procedure, no product replacement was performed and the procedure was completed as is. There were no further reports of patient harm.

Manufacturer narrative:
E1-establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.